Event description:
Following the stent placement, the physician was attempting to deploy the coil into the "tiny aneurysm" the aneurysm ruptured. In the physician's opinion the coil penetrated the aneurysm causing the rupture. The coil was removed, and a second stent was placed to treat the rupture. The patient was taken to the surgery where holes were drilled into the skull to relieve the pressure. The patient was reportedly in stable condition in intensive care.

Manufacturer narrative:
For no allegation of device malfunction or non conformance. Additional information regarding the event was requested and the following was determined: the anatomy was quite tortuous. The physician did not experience any friction while deploying the coil. Continuous flush was maintained. The physician did not allege any device malfunction caused or contributed to the event.